Event description:
It was reported that the data files showed that the arctic sun device was not heating. Per follow up information received via task on 12feb2025, tech support via biomed, reviewed the data file, initially the device was heating all the way to 40c. However, about 36 hours into the therapy, with no evidence of filling, the device was unable to hit a water target of 34. It was possible a thermal fuse failed at some point during the therapy. They have requested the biomed do a calibration and call in the event of an error.

Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. Per follow up information received, tech support via biomed, reviewed the data file, initially the device was heating all the way to 40c. However, about 36 hours into the therapy, with no evidence of filling, the device was unable to hit a water target of 34. It was possible a thermal fuse failed at some point during the therapy. They have requested the biomed do a calibration and call in the event of an error. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the data files showed that the arctic sun device was not heating.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.